Event description:
A customer from the united states reported a misidentification of a blood culture isolate in association with the vitek® ms instrument. The customer obtained an identification of strep a, but when they typed it, the isolate was strep g. The repeat test result was also strep a and then strep g with an alternate method. The customer stated they reported the strep g result. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. An analysis of the customer data showed the system was not operational during the test (fine tuning acceptance criteria were not conformed), and the customer's spot preparation was not optimal (the "all peaks number" is quite heterogeneous). The most probable identification is group g streptococcus, but to confirm the identification, the molecular method has to be performed. Biomérieux fine tuned the system remotely, and the customer retested the isolate. It was identified as a beta hemolytic strep group g as expected. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states reported a misidentification of a strep g blood culture isolate as strep a in association with the vitek® ms instrument. An investigation was performed. The vitek ms data was analyzed. Conclusion on the system: system was not operational during the tests performed (fine tuning acceptance criteria were not conformed). The customer's spot preparation was not optimal. There was a high heterogeneity of the "all peaks" number for the calibrator strain. The last fine tuning before the misidentification was done three weeks before. Consequently, for this system, there was a rapid evolution of the system setting during this specific period. Conclusion on the identification: regarding the information provided, the most probable identification is group g streptococcus. The retest made after a new fine tuning (made on (B)(6) 2018) gave the expected identification result:, a beta hemolytic group g streptococcus. There was no other misidentification after fine tuning. Suspected cause of the issue : non optimal fine tuning. Non optimal spot preparation.